Event description:
The customer reported an intermittent failure to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse. The symptom was verified. The issue was localized to the energy select switch being loose. The switch was reinstalled to resolve the issue.